Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd saf-t-intima¿ IV catheter safety system with y adapter has been found containing foreign matter before use. The following has been provided by the initial reporter: after the nurse opened the intima-ii packaging, there was a white foreign matter on the white catheter, which fell off as soon as she touched it, it looked like plastic. At present, the foreign matter has been removed.

Event description:
It has been reported that one bd saf-t-intima¿ IV catheter safety system with y adapter has been found containing foreign matter before use. The following has been provided by the initial reporter: after the nurse opened the intima-ii packaging, there was a white foreign matter on the white catheter, which fell off as soon as she touched it, it looked like plastic. At present, the foreign matter has been removed.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050849. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The spectral analysis shows that this material is most likely polystyrene. A subsequent review of the manufacturing process was unable to identify any potential sources for this material that could have originated at our facility. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.